Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that insulin pump had battery compartment was broken. Customer's blood glucose value was 156 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.